Event description:
It was reported that the battery of a t: slim x2 pump would not charge, and a power source alert had occurred around the time the issue began. There was no adverse impact to the customer¿s blood glucose level. The customer initially resolved the issue by changing charging supplies, but the pump eventually failed to recognize a charge again. The customer reverted to manual injections for insulin therapy.